Event description:
The patient's obituary stated that the patient died in his home. According to the funeral home, the cause of death was: 1. Chronic arterial sclerotic heart disease, 2. Chronic diffused arterial sclerosis, and 3. Left ventricle hypertrophy and cardiomegaly. The patient's device was explanted, but it was not available for return from the funeral home. The patient's physician did not believe that the death was related to vns. The patient was a very sickly person and had heart issues before he had vns.

Event description:
The article "long-term seizure and psychosocial outcomes of vagus nerve stimulation for intractable epilepsy" mentioned that 15 of the vns patients implanted at a certain hospital between 1997 and 2013 that the researchers attempted to contact were found to be deceased. This report will house one of 5 deaths of the known deceased patients that fit the criteria. The patient died on (B)(6) 2011 due to unknown reasons. Diagnostic history did not suggest any device malfunction. The relationship of the death to vns is unknown. Attempts for further information have been unsuccessful to date. The MFR. Report #s of the five deaths of known deceased patients are: 1644487-2015-06606 1644487-2015-06607 1644487-2015-06608 1644487-2015-06609 1644487-2015-06610